Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device pain ("essure device induced pain"), allergy to metals ("nickel allergy") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices, and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, medical device pain, allergy to metals and menorrhagia outcome was unknown. The reporter considered allergy to metals, medical device pain, menorrhagia and pelvic pain to be related to essure. Diagnostic results: plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both-essure coil and full occlusion of both tubes. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device-location of device uterus") and menorrhagia ("menorrhagia") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle pain, low back pain, abdominoplasty and umbilical hernia. Concomitant products included diclofenac sodium, enalapril maleate since (B)(6) 2015, labetalol, methocarbamol, metronidazole, omeprazole since (B)(6) 2014, oxycodone, paracetamol (acetaminophen) and tinidazole since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding"), ovarian cyst ("ovarian cysts") and abdominal pain ("abdomen pain"). In (B)(6) 2011, the patient experienced pruritus ("itching and sores"). In (B)(6) 2012, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced hypertension ("high blood pressure"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 4 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), medical device pain ("essure device induced pain") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea"), hepatic steatosis ("non-alcoholic fatty liver disease"), rash ("rash"), fatigue ("fatigue") and arthralgia ("hips pain"). The patient was treated with surgery (laparoscopic removal of bilateral salpingectomy essure devices, and bilateral salpingectomy), surgery (laparoscopic removal of bilateral salpingectomy essure devices, and bilateral salpingectomy) and surgery (endometrial ablation - 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pruritus, hypertension, rash, fatigue and arthralgia had resolved, the device expulsion, menorrhagia, medical device pain, allergy to metals, vaginal haemorrhage, endometriosis, ovarian cyst, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain and hepatic steatosis outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, device expulsion, dysmenorrhoea, endometriosis, fatigue, hepatic steatosis, hypertension, medical device pain, menorrhagia, ovarian cyst, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both-essure coil and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, lab data were added. Events vaginal bleeding, itching and sores, endometriosis, ovarian cysts, dysmenorrhea, vaginal discharge, weight gain, hair loss, abdomen pain, non-alcoholic fatty liver disease, high blood pressure, rash, migration of essure device-location of device uterus, fatigue, hips pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device-location of device uterus"), umbilical hernia ("umbilical hernia") and menorrhagia ("menorrhagia") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle pain, low back pain, abdominoplasty and umbilical hernia. Concomitant products included diclofenac sodium, enalapril maleate since (B)(6) 2015, labetalol, methocarbamol, metronidazole, omeprazole since (B)(6) 2014, oxycodone, paracetamol (acetaminophen) and tinidazole since (B)(6) 2015. In 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding"), ovarian cyst ("ovarian cysts") and abdominal pain ("abdomen pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pruritus ("itching and sores"). In (B)(6) 2012, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced hypertension ("high blood pressure"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 4 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), medical device pain ("essure device induced pain") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), umbilical hernia (seriousness criterion medically significant), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea"), hepatic steatosis ("non-alcoholic fatty liver disease/nearly destroyed her liver"), rash ("rash/breakouts"), fatigue ("fatigue"), arthralgia ("hips pain"), inflammation ("chronic inflammation"), bartholin's cyst ("bartholian cyst in vaginal wall"), epistaxis ("started nose bleeding") and abdominal discomfort ("flutters in her lower stomach"). The patient was treated with surgery (laparoscopic removal of bilateral salpingectomy essure devices, and bilateral salpingectomy), surgery (laparoscopic removal of bilateral salpingectomy essure devices, and bilateral salpingectomy), surgery (hernia repair surgery) and surgery (endometrial ablation - 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pruritus, hypertension, rash, fatigue and arthralgia had resolved, the device expulsion, umbilical hernia, menorrhagia, medical device pain, allergy to metals, vaginal haemorrhage, endometriosis, ovarian cyst, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain, hepatic steatosis, inflammation, bartholin's cyst, epistaxis and abdominal discomfort outcome was unknown and the alopecia was resolving. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, alopecia, arthralgia, bartholin's cyst, device expulsion, dysmenorrhoea, endometriosis, epistaxis, fatigue, hepatic steatosis, hypertension, inflammation, medical device pain, menorrhagia, ovarian cyst, pelvic pain, pruritus, rash, umbilical hernia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both-essure coil and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: pfs and social media post received. Events umbilical hernia, flutters in her lower stomach, started nose bleeding, bartholian cyst in vaginal wall, chronic inflammation were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device-location of device uterus') and menorrhagia ('menorrhagia') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle pain, low back pain, abdominoplasty, umbilical hernia, bartholin's cyst, bacterial vaginosis, dysfunctional uterine bleeding, endometriosis, bartholin's cyst, umbilical hernia, hypertension, umbilical hernia, endometrial ablation and bowel adhesions. Concomitant products included diclofenac sodium, enalapril maleate since (B)(6) 2015, labetalol, methocarbamol, metronidazole, omeprazole since (B)(6) 2014, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), tinidazole (tindamax) and tinidazole since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding"), ovarian cyst ("ovarian cysts") and abdominal pain ("abdomen pain"). In (B)(6) 2011, the patient experienced pruritus ("itching and sores"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced hypertension ("high blood pressure"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), medical device pain ("essure device induced pain") and allergy to metals ("nickel allergy"), 4 years after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), umbilical hernia ("umbilical hernia"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea"), hepatic steatosis ("non-alcoholic fatty liver disease/nearly distroyed her liver"), rash ("rash/breakouts"), fatigue ("fatigue"), arthralgia ("hips pain"), inflammation nos ("chronic inflammation"), bartholin's cyst ("bartholian cyst in vaginal wall"), epistaxis ("started nose bleeding"), abdominal discomfort ("flutters in her lower stomach"), inflammation localised ("no more inflammation in my face, joints, abdomen"), arthritis ("no more inflammation in my face, joints, abdomen"), vulvovaginal pain ("shooting pains in my vagina/labia"), liver disorder ("liver problems") and nephrolithiasis ("kidney stones") and was found to have weight decreased ("I've lost 30 pounds"). The patient was treated with surgery (endometrial ablation - 2011, hernia repair surgery and laparoscopic removal of bilateral salpingectomy essure devices, and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pruritus, alopecia, hypertension, rash, fatigue, arthralgia, inflammation localised, arthritis and vulvovaginal pain had resolved, the device expulsion, menorrhagia, umbilical hernia, medical device pain, allergy to metals, vaginal haemorrhage, endometriosis, ovarian cyst, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain, hepatic steatosis, inflammation nos, bartholin's cyst, epistaxis, abdominal discomfort and weight decreased outcome was unknown and the liver disorder and nephrolithiasis had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, alopecia, arthralgia, arthritis, bartholin's cyst, device expulsion, dysmenorrhoea, endometriosis, epistaxis, fatigue, hepatic steatosis, hypertension, inflammation nos, liver disorder, medical device pain, menorrhagia, nephrolithiasis, ovarian cyst, pelvic pain, pruritus, rash, umbilical hernia, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased, weight increased and inflammation localised to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: it noted that both were in place and she has physiologic cyst and umbilical hernia. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both-essure coil and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content of social media received. New events of inflammation, arthritis, weight decreased, vulvovaginal pain, liver disorder and nephrolithiasis were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.